Manufacturer narrative:
Complete product detail has not been received at this time if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states failed asr component. Update rec'd 09/15/2017 - follow up information received from the rep indicated the patient presented with pain and decreased hip function prior to the revision. The asr components were removed with minimal effort, inconsistent with a well fixed acetabular component. At this time the patient's head, cup, and sleeve are being reported. The complaint was updated on: 10/11/2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.